Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported insulin pump keeps shutting down, screen will go blank, give an error and the screen goes white. The customer did troubleshoot the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was not received stuck in the manufacturing mode. Unit power up properly after battery installation. Unit was received with operating currents within specification. Unit passed self-test and displacement test. Unit was monitored for 24 hours and no blank display, white display or display anomalies noted. Power connector plug in and locked in place properly. Unit was programmed with test glucose meter and communicated properly. Unit was received with cracked case at the reservoir tube lip and retainer. Unit was received with cracked keypad overlay at select button. Unit was received with minor scratched display window, case and keypad overlay.